Event description:
The customer stated that he tested his blood glucose using both contour and one touch meter. The contour read 289 mg/dl and the one touch read 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.